Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was difficult to de air. The clinician then noticed there was fluid in the back of the pump head. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Upon evaluation of the device the complaint is confirmed. Visual inspection of the device revealed the impeller to not be attached to the magnet rotor shaft and priming fluid was in the back chamber. A leak will occur if the impeller is disengaged from the magnet rotor shaft. Further inspection of the device revealed that there was no adhesion on either side of the shaft. Actions have been addressed in the manufacturing process. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.